Event description:
It was reported that the patient presented remotely to the clinic via data transmission from their implantable cardioverter defibrillator (ICD) system. Upon examination, it was found that the right ventricular (rv) lead exhibited oversensing of the atrial lead resulting in inappropriate shock therapy for the patient. An rv lead replacement is anticipated. The patient did not report any symptoms. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".